Manufacturer narrative:
After further review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to contamination of the driveline connector by foreign material. This condition generated multiple alarms in the controller, including vad stopped and critical battery. The most likely cause for the reported alarms could be associated to the front phase b and rear phase b wires, which are farthest from the center at the header end, and would therefore be subject to the highest level of strain when the cable is twisted or bent. However, a definitive root cause is still pending investigation. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to determine the root cause of electrical faults. Additionally, the unit had a loose connector with a displaced gasket in ps-1. Loose connectors are not associated with the reported event and are being investigated by heartware . This controller had the old software version installed (no smr upgrade). The most likely root cause of the failure might be related to strain on the front phase b (blue) and/or rear phase b (green) wires. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no affect on the function of the pump. Multiple occurrence of these alarms or those that are associated with changes in pump function or patient condition may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Patients are instructed not to shower while on hvad support until they have received permission from their clinician to do so and only then with a heartware shower bag. All patients and caregivers should be trained on shower bag operation prior to use in order to ensure safe and appropriate use. These instructions include warnings to not allow water or other fluids to enter the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A male patient called to report that while showering and utilizing the heartware shower bag, he experienced several vad disconnect alarms; one electrical fault alarm and a vad stop alarm. The patient was able to immediately perform a controller exchange and reported that he was not symptomatic during the time of the alarms or during the controller exchange. The patient further reported that following the event, he noticed that there was quite a bit of water in his shower bag. He also reported that he had been storing the bag in the shower without closing the bag and that water had collected inside it. The patient visited the vad clinic the next day and was issued a new backup controller. He was also re-educated on the use of his shower bag. He will no longer be storing the shower bag in the shower when not in use and will ensure that the bag is inspected prior to use for any moisture/water collection. The controller's power connections were examined and were reported to be intact.